Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay reporter contacted lfs alleging that his wife's one touch ultrasmart meter would not power on. The patient mentioned that the reported issue began sometime on (B) (6) 2010 at around 11:00 pm. The patient took her usual dosage of medication. Approximately 30 minutes later, after the reported issue began, the patient felt dizzy. The patient did not seek any medical attention or contact her physician for assistance. This is not the first time the product is being used. The meter does not power on by pressing the power button. Customer care advocate (cca) had the patient insert a test strip into the meter and the meter would not power on. Patient even replaced the batteries and issue still persisted. The patient was using the correct vial of test strips. The meter was replaced. The complaint is being reported since the reporter alleged that due to the meter not powering on, the patient exhibited symptom suggestive of hypoglycemia.